Event description:
In 2009, the sales representative reported that a pt had an initial surgery in 2008. The pt fell shortly after her surgery. The sales representative reported that the physician believed the event of the implant dislodging was probably related to the pt falling shortly after the initial surgery. Additional info received on 27 jan 2009 via telephone, the sales representative reported that after the initial surgery, the pt fell and was experiencing pain. The surgeon ordered an x-ray and MRI and it was identified that the one ardis implant at l3-l4 had dislodged from the disc space. The other ardis implant in the disc space below had no issues. Additional info received on 29 jan 2009 via telephone from the sales representative. The sales representative reported that during the revision surgery, the surgeon did not implant any other interbody in the disc space where the ardis implant had dislodged. Instead, the surgeon went up a level and implanted pedicle screws.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.